Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Analysis was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance, but was not able to be reinserted due to a kink in the wire. In order to confirm the functionality of the rotapro device, further functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues.

Event description:
It was reported that the burr stuck on the wire. The target lesion was located in the right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the device successfully rotablated on the lesion. However, upon retraction of the device, the burr got stuck on the wire at the distal tip of the catheter. Both burr and wire were pulled out and removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Analysis was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance, but was not able to be reinserted due to a kink in the wire. In order to confirm the functionality of the rotapro device, further functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues.

Event description:
It was reported that the burr stuck on the wire. The target lesion was located in the right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the device successfully rotablated on the lesion. However, upon retraction of the device, the burr got stuck on the wire at the distal tip of the catheter. Both burr and wire were pulled out and removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported. It was further reported that this case is the same as medwatch #5000510000-2024-8056.